Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a faulty scope socket. When the unit had a scope connected, b30 error was displayed, and noise was shown on the image. Additionally, a replacement was needed for the support coil, there was cosmetic damage as the front panel was cracked on top of scope socket, the front panel. The power switch was updated the lamp 300 or more hours which was non-olympus brand lamp. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, air/ water leaking and a crack on the scope connector. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 11 march 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the air/water leaking from the scope connector and the b30 error could not be identified. However, it is likely the cause is related to the device being affected by an endoscope being used or a communication failure with the clv-190. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.